Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system attended a routine follow-up and a change in the shock impedance trend was observed. The patient reported a syncope in september, however, there are no stored events in the device related to the symptom of the patient. The patient is in chronic atrial fibrillation (af) and the electrical parameter tests are stable and normal. It was suggested to perform x-ray to evaluate the position of the system. The shock impedance was observed in 127 ohms, which is high out of range. The patient underwent a magnetic resonance imaging (MRI) and after the MRI all measurements were in range except for the shock impedance, which was still showing 127 ohms. Provocative maneuvers were performed showing no evidence of noise. The crt-d was reprogrammed and the patient is expected to return for monitoring. Additional information was provided. It was mentioned the patient has been hospitalized since september 2025 due to heart failure. Since then, all leads daily pacing impedance measurements changed, probably due to the heart failure and the shock impedance has raised to 140 ohms. Troubleshooting was performed and all measurement are in range, except for the shock impedance, which remains high out of range showing 138 ohms. Provocative maneuvers were performed and were found negative. The patient will be discharged and the next in-office follow-up will be scheduled. The crt-d system remains in service. No adverse patient effects were reported.